Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller says that patient is having a thoracic spine MRI because they are planning on possibly removing the device. Caller said patient told them that the device doesn't work and there is no way to turn it on or off. Caller didn't know how long the device hasn't been working for the patient or the last time they used it. Tss reviewed options for pt to use their equipment to charge up their scs system to access MRI mode or work with managing hcp and use MRI elig form.